Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25143576, 25143509, and 25143385; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro balloon in the btt port with less than 5cc's of air popped. A replacement device was used to complete the procedure. The hospital did not report any patient effects.